Event description:
It was reported that during a routine device change, the atrial lead was noticed to be dislodged. The lead was capped as the screw mechanism would not retract. The lead was not replaced due to the patient's permanent atrial fibrillation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 5092 implantable pacing lead 2004 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.